Event description:
It was reported that the surgilav handpiece was being used in a procedure when it heated up and stopped running. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded by user facility.